Event description:
Allegedly, patient was revised due to significant hip pain from loss of function secondary to failed metal-on-metal/modular neck total hip arthroplasty with elevated serum cobalt and chromium and adverse local tissue reaction. Additional information received on 10/13/2020 from william malatesta: adding partial product information and a new incident for profemur® z stem.

Manufacturer narrative:
Updated incident description (b5), device information (d4) and event problem/evaluation codes (h6). This event was mistakenly reported as a metal on metal complaint please disregard the previous investigation.

Event description:
Allegedly, patient was revised due to significant hip pain from loss of function secondary to failed metal-on-metal/modular neck total hip arthroplasty with elevated serum cobalt and chromium and adverse local tissue reaction.